Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm or prime/fill anomaly noted. The device had cracked reservoir tube lip.

Event description:
Customer reported no delivery alarm. Customer also stated she will give herself an insulin injection because of high blood glucose. Troubleshooting occurred and the result was a failed manual prime. Customer is being sent a replacement insulin pump. No additional information is provided.